Manufacturer narrative:
The lens remains implanted. The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient left eye (od) on (B)(6) 2017. Post-operatively, at the one month doctor''s visit, the patient complained of it being very dangerous to drive at night due to halos, bright glare hurting both eyes, and being unable to accurately judge distances such as oncoming cars at night due to halos and starbursts. Also, the patient is very very uncomfortable during the day in the presence of bright light and having difficulty reading books and small font due to poor low light vision. At the patient's 6 month follow up visit on (B)(6) 2017, she continued to complain of halos, glare, starbursts, sensitivity to light, poor low light vision with difficulty driving at night, day light sensitivity, reading in dim light. It was also reported that the patient complained of constant smokey and hazy fog (occlusions), in which the patient is consistently attempting to clear up the vision. Reportedly, the vision clears for a few seconds with the use of eye drops, but only for a few seconds before the fog quickly returns. Reportedly, these ''occlusions'' were described as fixed dark or light blocked areas within the vision that do not come and go. The patient reported that they would consider removing and replacing the lenses if the new lenses would correct the visual issues. At this moment in time, there is no indication of a planned explant. Reportedly, there was no patient complications or related injuries. Reportedly, the patient's best corrected distance visual acuity (bcdva) in the left eye was 20/25, but the date of this result was not provided. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
This emdr is for the left eye (os). Correction: an incorrect manufacturer report number 2648035 was reported in the initial MDR's. The correct manufacturer's report number should have been 9614546. The common device name of monofocal iols was incorrectly reported in the initial MDR's. The correct common device name should have been multifocal iols. The abbreviation for left eye was also incorrectly reported as ''od'' of the initial MDR. The correct abbreviation should be ''os.'' The procode was also incorrectly reported in the initial emdr as hql. The procode is poe. Common device name: multifocal iols, procode: poe. Manufacturer address: (b)(4.) Additional information: the following sections have been updated accordingly: brand name: tecnis symfony. Model number: zxr00, expiration date: 04/06/2022, serial number: (B)(4), UDI number: (B)(4), catalog number: zxr00u0225. Device manufacture date: 04/06/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to the left eye. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.